Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the black box showed reboot events occurred. The battery compartment was cracked alongside of the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The alleged power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test battery cap was used for testing purposes, and the pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.